Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Through investigation, it was learned that the annuloplasty ring was explanted and replaced with a valve after an implant duration of approximately 1 year 3 months (15.50 months). An online translator was used for the operative report which indicated that the ring was explanted due to dehiscence and replaced with a competitor's valve.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device is not available for return as it was discarded by the hospital. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.